Manufacturer narrative:
(B) (4). Since the device remains implanted, the programmer files were reviewed. Code (other): the error message corresponds to a value measured outside the specifications during the calibration phase of the ventricular threshold test. The device operated as specified. It was suggested to reprogram the pacing polarity to unipolar to check whether the calibration phase passed. The absence of pacing was seen when the device was out of the pocket. There is no safety issue with this behavior and can remain implanted. (B) (4). Reportedly, smartcheck failed with an error message "can not calibrate". This error message corresponds to a value measured outside the specifications during the calibration phase of the ventricular threshold test: the device has operated as specified. It could be suggested to reprogram pacing polarity to unipolar to check whether the calibration phase passed or not for this pt.

Event description:
During the implant procedure, no pacing was observed for more than 30 seconds. In addition, it was not possible to perform a pacing threshold test, a message was seen. The physician was concerned about the automatic detection feature and the fact that he could not print at the time the device is reading (B) (4). The device remains implanted.